Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp and confirmed problem with motor control. To address the issue the fse replaced the motor control board and performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. A supplemental report will be submitted when the investigation is completed.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) displayed error # 50. It is unknown under which circumstances this issue occurred; however there was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: d1, h6 (component codes).

Event description:
N/a

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displayed error # 50. There was no patient involvement.